Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during varicose vein treatment, the polymer jacket of an hiwire nitinol hydrophilic wire guide detached from the wire when it was removed from a "closure probe". No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary as reported, during varicose vein treatment, the polymer jacket of an hiwire nitinol hydrophilic wire guide detached from the wire when it was removed from a "closure probe". No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested. Investigation - evaluation reviews of the instructions for use and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. As no product lot information was received, reviews of the device history record and complaint history could not be performed. A review of relevant manufacturing documents was conducted by cook and by the device supplier. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The device is provided with instructions for use which caution the following: ¿-manipulation of wire guide requires appropriate imaging control. Use caution not to force or order manipulate the wire guides when gaining access. -when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. These wire guide are not intended for ptca use.¿ based on the limited available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.